Event description:
It was reported that the device (1) cdh was used during lower anterior colon resection. It was reported by the rep that the cdh instrument was fired and anastomosis was incomplete. Surgeon resected out first anastomosis and fired another cdh and second anastomosis was complete. There was no consequence to the pt.